Event description:
It was reported that the device would not operate on ac power. There was no report of patient use associated with the event.

Manufacturer narrative:
(B) (4): physio - control evaluated the device and observed that it would not operate on ac power. Physio will be replacing the power supply assembly to remediate the reported issue.